Manufacturer narrative:
The device is not expected to be returned for evaluation. No further conclusion can be drawn by the manufacturing site since the device is not expected to be returned for analysis.

Event description:
The company rec'd a report from a biomedical engineer that the unit did not provide an audio tone. No pt harm reported.